Manufacturer narrative:
Batch review performed on 31 may 2021: lot 184567: (B)(4) items manufactured and released on 25-apr-2019. Expiration date: 2024-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to the screw placed in the glenoid in the primary hitting a nerve. 8 months after the primary, the surgeon revised the screw with a shorter screw. The surgeon also revised the glenosphere, humeral reverse metaphysis, and humeral reverse liner since the joint loosened up intraoperatively unexpectedly. The surgery was completed successfully.